Manufacturer narrative:
In this case, a 21mm valve was explanted after an implant duration of approximately one year (11.87 months) and was replaced by an edwards (B)(4) valve. No further details were provided. Information was learned through our (B)(4) implant patient registry. The device will not be returned as it was discarded by the hospital. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Method: (B)(4) = device not returned. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including, but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without additional information from the health care or return of the device for evaluation, we are unable to investigate into the root cause for this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 21mm valve was explanted after an implant duration of approximately one year (11.87 months) and was replaced by an edwards (B)(4) valve. No further details were provided.